Manufacturer narrative:
The device has been received for analysis and the investigation is in progress. This report will be updated upon completion of investigation.

Event description:
It was reported during a routine follow-up, fluoroscopy showed the helix of the right ventricle (rv) lead was not extended and that it was located in the mid cardiac vein instead of the rv. Exit block was observed and there was an increase in sensing values. The device was explanted and replaced. No adverse effects were reported. The device has returned and analysis is in progress.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/(tissue) around the helix housing and in the neck region. The stylet returned inserted in the tip segment of the lead. The lead was returned severed 160mm from the terminal pin (two segments returned). Set screw marks were noted on the terminal pin. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. There is calcification noted on the helix and tip. It is reasonable to assume that the lead dislodged, and the helix and tip became encapsulated with calcification post dislodgement. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
It was reported during a routine follow-up, fluoroscopy showed the helix of the right ventricle (rv) lead was not extended and that it was located in the mid cardiac vein instead of the rv. Exit block was observed and there was an increase in sensing values. The device was explanted and replaced. No adverse effects were reported.